Manufacturer narrative:
(B)(4) was used to capture surgical intervention for lead revision.

Event description:
It was reported, via a journal article, that this rv lead migrated following the patient's tricuspid valve surgery. This migration resulted in a syncopal episode of unknown duration. The lead was revised and the system was upgraded. No additional adverse patient effects were reported.